Event description:
It was observed that during the device evaluation, the flex video scope's nozzle was blocked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, and interoperability problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.